Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the coating of the grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the grasping section was damaged when the user scraped a tissue or a coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a low anterior resection, the subject device was used. In the procedure, probe damage error occurred. The probe broke off when the user checked the probe outside the patient. The procedure was completed with another thunderbeat. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the probe was broken off and the coating of the grasping section was partially missing on (B)(6) 2017. There was no patient injury reported. This MDR is regarding the missing of the coating.